Event description:
A call was received reporting a cracked and shattered touchscreen on a pump, making it unusable for interaction. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, verified that it was under warranty, and provided instructions for placing the pump into storage mode before return. The customer opted to use multiple daily injections as a backup therapy and agreed to return the problematic pump using a pre-paid label within 10 days.